Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture confirmed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, while changing the filter and attempting to reconnect it to the patient¿s vascular catheter, an external blood leak was observed at the connection between the blue port of the vascular catheter and the return line. The male luer connector was broken off in the vascular catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.